Event description:
It was reported that the patient tripped and fell on the week prior to the report and landed right on her hip where the implant was located. It was noted that ever since then, the patient had not felt any stimulation and the patient programmer was not syncing with the implant. The patient replaced the batteries on the patient programmer but it still would not sync. The reporter noted the patient had a procedure unrelated to the device in the week prior to the report and she tried to turn it off but the patient programmer would not sync but it wasn¿t on anyway. It was noted that the patient knew the stimulator was off because she could not feel any stimulation. It was noted that the patient wanted to have the stimulator looked at since it was really starting to affect her pain level and she was fixing to have another procedure soon and would like the stimulator working before then. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot# l83215, implanted: (B)(6) 2000, product type lead; product ID 3487a-33, lot# l83215, implanted: (B)(6) 2000, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).